Event description:
It was reported that after the implant when the patient sat up, the right ventricular (rv) lead and the right atrial (ra) lead dislodged. The leads were revised the following day. Both the leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.